Manufacturer narrative:
Tracking #.48569. Ees #.980264/j. D5,6 ;h4: informatin not available, device not returned for analysis.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not deliver. There was no consequence to the patient.